Event description:
Event locations: patient's home. Patient was on portable vent and was about to be placed back on stationary vent. When caregiver attempted to power-up the stationary vent, it began erratically to turn on and off with alarms. When they finally got it to turn back off, the alarm would not turn off. Vent exchanged the same day. No patient harm. Unit was running on ac power at time of event. Accessory: humidifier.